Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206-04r, serial/lot #: (B)(6) . H3, h6) the system was serviced in the field. In summary, the surgical arm was replaced and the system was then performing to operating standards. Codes b01, c07, c13, and d02 are applicable. H3, h6) the product ID: asm0206-04r, serial/lot #: (B)(6) , has returned to the manufacturer and is pending analysis. Codes b21, c21, and d21 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy during a case. There was no impact to patient's outcome. Additional information was not provided.

Manufacturer narrative:
H2) patient information was unavailable from the site. H6) the product ID: asm0206-04r, lot number: sra00141, was returned to the manufacturer for analysis. In summary, the accuracy test failed. Previously reported codes, b01, c13, and d02 are applicable. H2) correction made to section g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.